Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a veterinarian procedure the suture broke in the middle of the strand, while suturing an interrupted loop in subcutaneous tissue. There were no patient consequences reported. No additional information has been provided.

Manufacturer narrative:
Product complaint # (B)(4). Representative sample of product code was returned for analysis. The issue sample was not sent. During the visual inspection of sample: no defects were found on the package. Sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. The sample was tested for tensile strength and met the finished goods requirements. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.